Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 21, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was stuck in the tip of the cartridge which was observed to be damaged. Ovd was observed inside the cartridge. The lens module, plunger rod, and handpiece were inspected, and no issues were identified. The lens could not be removed from the cartridge. No further evaluation was performed. The complaint issue "stuck in cartridge" and "cartridge tip cracked/ damaged" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records review for this purchase order shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d6a: not applicable as the lens was not implanted. Section d6b: not applicable as the lens was not implanted. Section e1: initial reporter: email address: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the information; however, no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens procedure was interrupted when a preloaded cartridge failed to advance the lens during insertion; the cartridge tip was damaged and contacted the patient. The lens remained stuck in the cartridge. No patient injury occurred and no further intervention was required; the patient remained well. No other information was provided.